Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to their doctor with blood glucose (bg) values that reached over 500 mg/dl. The patient was thirsty and had frequent urination. For treatment, the patient was given a manual injection of insulin and water. The cannula was bent, while wearing the pod between 24 and 36 hours on the abdomen. The pod was discharged and the patient was discharged after 3 hours.